Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the vapr vue generator,was not able to load tripolar electrode. Per service manual operational and diagnostic, the reported failure was confirmed.   During evaluation, the unit was calibrated newly, the functional test was performed, error code 200 ref 70 occured, the software was modified the electrical safety test was completed, the psu board was damage and replaced, hipot test was completed, the connector was damaged and was replaced,the 8-way socket is corroded,and electrodes are not recognized correctly. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as device not recognized-faulty parts.     As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone, that during an unknown procedure vapr® vue¿ generator was not able to load tripolar electrode. The procedure was completed with a replacement of the device. No surgical delay or patient consequence reported. Additional information received by the affiliate reported the generator was replaced.